Event description:
An article titled "A Prospective Observational Study Comparing Hybrid Acrylic and Collamer Posterior Chamber Phakic Intraocular Lenses for High Myopia" indicated that patient experienced uveitis, elevated IOP and glares/haloes. Medical management was performed. No further information has been provided. If additional information is received, a supplemental MedWatch report will be submitted.

Manufacturer narrative:
H11: Manufacturer Narrative: Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Elevated IOP and glares/haloes are identified in the labeling as a known potential adverse event following ICL implantation.Claim (b)(4).